Manufacturer narrative:
(B)(4). (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery with 1 patient interface. The procedure was completed. No patient injury was reported. Through follow-up, it was learned that suction loss occurred during laser fire, during raster pattern, and before side cut.